Manufacturer narrative:
Sorin group (B)(4) manufactures the sensor module cardioplegia. The incident occurred in (B)(6) this medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report from the customer about a problem with its sensor module cardioplegia during procedure. Both, the dose volume and the total volume of the cardioplegic solution to be delivered, was not correctly counted and excess volume was displayed. There was no patient injury. A sorin group field service representative was dispatched to the facility to investigate. The issue could not be reproduced. The firmware was updated for the pump and cardioplegia sensor module and subsequent testing found the equipment to be working according to specification. A serial readout was performed and the device was returned to service. The serial readout was sent to sorin group (B)(4) for analysis and no hardware or software failure could be identified. As the reported issue could not be reproduced, a root cause was not determined and corrective actions were not identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported failure. Sorin group (B)(4) will continue to monitor this type of issue for trends. Evaluated on site by sorin service rep.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sensor module cardioplegia. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report from the customer about a problem with its sensor module cardioplegia during procedure. Both, the dose volume and the total volume of the cardioplegic solution to be delivered, was not correctly counted. Too much volume was displayed. There was no patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report from the customer about a problem with its sensor module cardioplegia during procedure. Both, the dose volume and the total volume of the cardioplegic solution to be delivered, was not correctly counted. Too much volume was displayed. There was no patient injury.